Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported treating a patient with juvéderm ultra xc to the superior border and the cupids bow by another injector. Prior to injection , the patient was given numbing cream. Patient immediately developed swelling. About 2 weeks later, the patient came to the clinic unhappy with the result due to superior right side appearing less full than the left side. Patient lips were massaged as there was still some swelling. Symptoms resolved the same day.